Event description:
It was reported that when using the pyxis medstation es system, it encountered a station encountered is operating at a slow pace. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a software malfunction. A technical service specialist has successfully modified the settings to 100 megabits per second half-duplex and disabled power management for the usb in the device manager to resolve the issue. The system had functioned as intended after the technical service specialist had troubleshooted the device.